Event description:
The customer reported that a red error light was provided by the system. The device was removed from the surgical field and while the scrub tech was cleaning the dissector, a piece of the active waveguide disengaged. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.